Event description:
It was reported by the customer that all bd pyxis¿ es server stations were in disconnected mode and reports were not printing. The profile was not visible and were unable to pull medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode and reports were not printing. A technical support specialist suggested a correlation between the service interruption and the modifications being made to the dns server, which might impact the pyxis server's performance. Looping in bd for such changes would allow to confirm that these services were functioning correctly after any significant server or network updates. There was insufficient data to conclude that the service disruptions were solely due to performance issues; it was only evident that these incidents coincided with server/network modifications and resulted in the service stalling during its standard launch process.